Event description:
It was reported that during a 2 level lumbar fusion using the traxis system, the implants were found to not have the x-ray detectable inserts. The surgeon put in the implant and noted that it was not seen under fluoroscopy. He then used an instrument to aid in the visualization of the implant by inserting the instrument around the sides of the implant to assure that it was in proper position. At the next level, he used a different lot number implant without any problems. The first implant was not removed and replaced; however, he stated that he would monitor the patient via CT scan. There was also a 30 minute delay; however, neither incident contributed to a death or injury of the patient.